Event description:
A hospital in (B)(6) reported that an rt236 infant breathing circuit was torn after an hour. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Our investigation is currently underway. We will provide a follow up report.